Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5 and h6.

Event description:
The problem, as reported to olympus, was identified during preparation for use and was sporadic. The problem was corrected upon restarting the device there was no patient injury, associated with the problem, reported to olympus.

Event description:
A user facility reported to olympus that an error "e103" occurred and the lamp did not light. Additional information has been requested from the reporter. At this time, there has been no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated. The evaluation confirmed the e103 error code (lamp lighting failure) that was reported by the customer. Another error code, b30 (scope connector has poor contact), was also observed. In addition to these error codes, the evaluation also revealed that the internal harness, front panel, and rear panel appeared to be in poor condition. The device had also accumulated dust. A review of the device history record found no deviations that could have caused or contributed to the b30 and e103 error codes. Definitive root causes for the b30 and e103 error codes were not established. It is probable that the e103 error code was produced because the lighting component was either worn or damaged by moisture. The b30 error code may have been produced due to a faulty socket. Olympus will continue to monitor field performance for this device.